Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted. The patient was administered oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. The patient was administered oral antibiotics to address the issue.